Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 10 months post implant of this 27mm bioprosthetic aortic root replacement, it was explanted and replaced with another bioprosthetic root replacement of the same size and model. It was reported that the patient had a pseudoaneurysm of the aortic root. Transesophageal echocardiogram (tee) also revealed moderately severe aortic regurgitation. It was also reported that there was a 270-degree dehiscence of the right coronary button and dissolution of the right sinus of valsalva. The physician suspected that there was degeneration of the aortic root replacement, possibly related to the use of bioglue during the previous surgery. No additional adverse patient effects were reported.